Manufacturer narrative:
Initial

Event description:
It was reported that after a supply change the patient received low glucose alerts and began consuming mountain dew and a meal with an announcement; the patient could not confirm whether they were already low prior to announcing the meal, and they were instructed to check for low glucose before meal announcements to reduce further decline. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention, with oral glucose used to treat the event, and the event met criteria for serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.